Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The dilator used with the axs infinity catheter was not returned. Visual inspection of the device revealed that there was a kink at its distal end and some procedural fluid was found on the catheter up to the hub. No other anomalies were observed. Functional testing could not be performed due to the damage to the returned device. The device was stated to be in good condition and was prepared according to the dfu specifications. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated that continuous flush was maintained, however, the anatomy was very tortuous which could be a contributing factor to the kink on the guide catheter. The reported event of device fracture was not confirmed based on the observed device analysis, therefore an assignable cause of not confirmed has been assigned to the investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the guide catheter had fractured inside the patient during the procedure. The physician replaced it with a new guide catheter and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that the guide catheter had fractured inside the patient during the procedure. The physician replaced it with a new guide catheter and continued the procedure without clinical consequences to the patient.